Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery recorded was reported. The motor stall occurred (B)(6) 2012 at 12:12pm. The patient was admitted to the emergency room (ER) (B)(6) 2012 with increased pain. The patient had run out of oral medications. The patient was taking oxycodone 30mg 12 times a day and per the reporter was only supposed to take 6/day. The hcp spoke with the patient about the use of oral medications and they are changing the patient to weekly scripts because of over use. X-rays were done in the ER but no MRI or any other explanation for the motor stall. The patient stated that they ran into a door frame which may have hit their pump. A hard reset was tried but did not work; the pump never recovered. A pump replacement was planned for the end of november. The patient was being managed with oral medications. The pump was used to deliver bupivacaine and morphine.

Event description:
Additional information received reported that there was no patient injury and the patient recovered without sequelae. The concentration of morphine was 20 milligrams (mg)/milliliter (ml); bupivacaine was 18 mg/ml, and the daily dose was 0.9 mg/ml.

Manufacturer narrative:
Catheter 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump was replaced. The procedure went well.

Manufacturer narrative:
Analysis of the pump found there were multiple motor stalls and recoveries observed in the logs. Significant residue was found on the upper shaft and in the pinion of gear 2. Residue was also found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. Pump motor gear train anomaly corrosion and-or wear and-or lubrication was noted.